Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert, weak battery alert and failed battery test noted. No moisture damage on electronics and motor assembly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery/occlusion alarm, low battery alert greater than 1 week, weak battery alarm and failed battery test. Customer cannot recall their blood glucose reading. Customer declined to troubleshoot. The insulin pump passed self-test. Insulin pump will be returning for analysis.